Manufacturer narrative:
B3: event date: it was reported that the peritonitis occurred "this summer". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. There was no report of hospitalization. The patient was treated with unspecified antibiotics for three (3) weeks. It was reported that cloudy effluent occurred again and "new antibiotics" were given again for three (3) weeks. Patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.